Event description:
A pt reported blood glucose results of "32, 42, and 132 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Prior to the alleged readings, the pt was sweating and became non-responsive. The pt did not report of receiving any treatment at the time of concern. The issue was not resolved with troubleshooting. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms suggestive of hypoglycemia correlated with the low readings obtained on the lfs meter. In addition, the pt's symptoms preceded the alleged readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.